Event description:
I had a hydrafacial procedure done and the next day my face appeared reddish in color with a breakout on my entire face. I am african american with dark colored skin and the reddish color appears to be permanent damage to my skin. Dr. Sheila bond, a plastic surgeon supervised the procedure but did not directly address the adverse reactions of the procedure when reported to her.